Manufacturer narrative:
The reported event of two unsuccessful shocks was confirmed. The logs were reviewed and determined the device was performing as programmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to convert the patient with two shocks. Programming changes were made. Defibrillation threshold testing was performed and was successful. The patient was in stable condition.